Event description:
Smith medical insulin needle (0.5 ml) noted to be rusty. Lot#2463829 exp date 04/2018.nurse manager notified. Two syringes from that lot given to nurse manager. At the time of discovery, other rn's made aware so that syringes are not used. Cdc called twice by unit secretary so that syringes may be removed from unit.device #1is this a laboratory device or laboratory test?no.